Manufacturer narrative:
Block h2: correction: block e1: initial reporter phone. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results: the device was returned, and visual inspection revealed that the slack had not been taken up. Additionally, the handle showed no evidence that the loop was secured to the post. Also, the ligator housing did not return for the analysis. Based on the evidence, the reported event of bands failure to deploy is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The instructions specify: take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, the slack was not taken up, and the handle showed no evidence that the trip wire was secured to the post. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. According to the product analysis performed on the device, it was determined that the instructions for use (IFU) of the device were not follow since the slack was not taken up from the handle slot and the trip wire was not secured to the handle. This can ultimately affect the deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to function improperly with the handle during band release. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band was damaged and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band was damaged and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block d4: model number: m00542251. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that during the procedure, the band was damaged and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.